Event description:
It was reported that the insulin pump was not retaining settings. The customer stated that she experienced difficulties entering in settings and then received a message saying to re-enter them, followed by a countdown. The customer stated she was on a back-up plan and had an unspecified high blood glucose. There were reportedly no alarms. The customer was not home and stated she would follow up on the issues later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2014-67382. (B)(4).

Manufacturer narrative:
The information was not provided with the initial report. The correct information has been provided with this report.